Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on left side and upper abdomen. Patient described area as red, raised, scabbed and with a burning sensation. Patient reports history of eczema. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended hydrocortisone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.